Event description:
It was reported that the outputs for the ventricular lead were noted as high due to high threshold from the capture management. The ventricular capture management was programmed off and the outputs were manually set. The ventricular lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)